Manufacturer narrative:
Continuation of d10: 4568-45 lead; therapy date: on (B)(6) 2001, 8709 catheter; therapy date: on (B)(6) 2003 8637-40 neuro pump; therapy date: on (B)(6) 2024, 8575 neuro accessory; therapy date: on (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a shock from the implantable pulse generator (ipg). It was further noted in response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the ipg was prophylactically reprogrammed. The device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude harm to the patient. No patient complications have been reported as a result of this event.